Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there were issues with artifact/whip on the ap waveform. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The getinge representative made it known that they could only troubleshoot from a femoral approach. Texted images revealed artifact/whip only occurred during the inflation of the iab. The console was in semi-auto. Adjustments were made to inflation/ deflation and augmentation was set two bars below max. The customer did not know of reasons that the settings were changed and reviewed contacting the cardiologist to verify. The getinge representative emphasized verifying placement via a chest x-ray. Many other general questions regarding therapy, triggers, markers on strips and management of the patient were discussed as well. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional information: updated device available for eval? From yes to no. Added type of investigation code device discarded 4115. Additional contact person information - (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Complaint record ID # (B)(4).

Event description:
N/a.